Event description:
A report was received that a patient underwent a pocket revision due to discomfort. During the procedure, the physician noticed discoloration in one of the ipg ports. The physician believed it could have been blood, tissue or that the lead was not properly wiped down prior to inserting it into the port. The physician repositioned the patient's pocket site. All connections were good and nothing was implanted or explanted. The patient is reportedly doing well.